Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported positioning failure of inability to grasp, inability to capture, and poor image resolution appear to be related to patient morphology/pathology. The reported patient effect of tissue injury appears to be due to multiple grasping and capturing attempts. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be filed with additional information.

Event description:
It was reported that on 28 november 2025, a patient presented with grade 4+ functional mitral regurgitation (mr), and a `cleft like' appearance at medial side anterior-2/posterior-2 (a2/p2) for a mitraclip procedure. Throughout the procedure, it was reported that imaging was challenging. During the procedure, a mitraclip xtw was successfully implanted on the a2/p2 leaflet position. A mitraclip xt was then advanced, upon grasping the posterior leaflet slipped out. The clip was repositioned and the leaflets were grasped and upon capturing a second time when the posterior leaflet slipped out again. The clip was retracted and it was visualized that there was tissue damage on the posterior leaflet. The procedure was discontinued, the final mr remained unchanged at grade 4+. There were no clinically significant delays reported.